Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient presented with an iliac limb occlusion on an unknown date. As of the date of this report, there have been no additional patient sequelae reported and the patient is continuing to be monitored with no planned reintervention.

Manufacturer narrative:
Device remains implanted.